Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the tubing. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the last few times she refilled the reservoir, it wouldn't push the reservoir. Customer was doing a manual prime at the time of the no delivery alarm. Customer reported that the alarm was resolved by an infusion set change. Customer was advised to monitor the issue.